Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test or verify keypad unresponsive/button error alarm due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 54 mg/dl. Customer also stated that scroll bar was not moving with no input and center, up and down arrows buttons was unresponsive. It was also stated that the button was not unresponsive during an easy bolus attempt. Customer treated hypoglycemia with cereal and yogurt and declined troubleshooting for hypoglycemia. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.